Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd micro-fine¿ + insulin syringes with needle were unable to aspirate botox during use. The following information was provided by the initial reporter: we have received a product complaint from a customer that uses your 324825 for botox. The customer writes to us: I want to send you the syringes and vial so you can see how wrongly things have gone and see how many syringes that are wasted and every time botox is wasted, and botox is expensive. Yesterday I used 3 syringes in the vial and it was a fight to aspire botox, and it ended with not being possible.

Manufacturer narrative:
The following fields have been updated due to additional information: d.4. Medical device lot #: 1277020. D.4. Medical device expiration date: 31-oct-2026. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-sep-2022. H.4. Device manufacture date: 04-oct-2021. H.6. Investigation summary: customer returned (19) 0.5ml bd insulin syringes from lot# from lot# 1277020. The customer reported that 3 syringes were difficult or unable to aspirate. The samples were examined, and it was observed that 16 syringes featured a needle hub/shield assembly detached from the barrel. 2 out of the 3 remaining syringes featured a broken cannula, which would prevent the syringe from drawing or expelling properly. The remaining (1) syringe featured an undamaged cannula and was tested for flow: the syringe was able to draw and expel properly. Microscopic examination of the (2) syringes with broken cannulas revealed characteristics such as residual bends on the hub-end of the fractured cannula, and ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together these are all indicators of bending/re-straightening mode of failure. A review of the device history record was completed for batch# 1277020. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200985651] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (cannula broken). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The cannula was broken by the user after handling the syringe. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 3 bd micro-fine¿ + insulin syringes with needle were unable to aspirate botox during use. The following information was provided by the initial reporter: "we have received a product complaint from a customer that uses your 324825 for botox. The customer writes to us: I want to send you the syringes and vial so you can see how wrongly things have gone and see how many syringes that are wasted and every time botox is wasted, and botox is expensive. Yester day I used 3 syringes in the vial and it was a fight to aspire botox, and it ended with not being possible."